Event description:
A cracked and shattered touchscreen on the pump was reported by the caller, rendering the touchscreen unresponsive and unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be shipped and instructed the customer to switch to multiple daily injections (mdi) as a backup therapy. The customer was guided to put the pump into storage mode and return it using a pre-paid label within 10 days.